Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure to maintain the device properly could not be determined. The event can be prevented by following the instructions for use which state : ¿¿chapter 3 inspection before use, section 3.6 inspecting the mesh filters¿ as below. Make sure that the two circulation port mesh filters and the drain port mesh filter are not clogged. Warning a clogged mesh filter not only prevents the equipment from functioning properly, but may also cause the endoscopes to malfunction or prevent effective reprocessing of the equipment. Caution ¿ after removing any of the mesh filters, be sure to reattach them in their original positions before using the equipment. Otherwise, foreign objects may clog the endoscope channels including the nozzle or the pump may fail. ¿ when cleaning the mesh filters, take care not to leave brush hair or cotton swab fiber in the meshes. Otherwise, their filtering effectiveness may be reduced. ¿ if an impact is applied to a mesh filter, such as dropping it, make sure that the mesh is not deformed. It may not function effectively as a filter if it is deformed. ¿ two mesh filters are installed on the outer and inner sides of the circulation port. Be sure to remove, inspect, and clean both of them. 1 step on the foot pedal to open the lid. 2 remove the mesh filters from the reprocessing basin. 3 check that the mesh filters are not clogged by a foreign object. 4 if any foreign object is found to be clogging the filter, clean the mesh filter in running water using a brush or something similar. 5 attach the mesh filters in their original positions.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the channels with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow up report will be submitted. Related complaint: (B)(6) oer-4, endoscope reprocessor, serial number: (B)(4).

Event description:
The customer reported to olympus, black hard granular foreign matter was found after cleaning the evis lucera elite gastrointestinal videoscope. The reported issue was uncovered during reprocessing, after cleaning the unit with an oer-4 machine. This foreign matter was found specifically in the cleaning tank of the oer-4. There was no patient/user harm or injury reported due to the event.